Event description:
It was reported that patient presented to ER after recieving multiple therapies. Interrogation showed high hv lead impedance. Externalized conductors were observed. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.